Event description:
Per the clinic, the patient experienced an inner ear infection, ear pain and poor sound quality with the device. Subsequently, the patient was treated with oral antibiotics for five days (specific date not reported) and reprogramming attempts were made. However, the ear pain persisted due to poorly fit dentures. The implanted device remains.